Manufacturer narrative:
Concomitant product: d314trm crt-d, implanted: (B)(6) 2012.

Event description:
It was reported that the patient was experiencing extra-cardiac stimulation from the left ventricular (lv) lead. Output was decreased and the lead remained in use. The patient later complained of continued stimulation and the lead was programmed off. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.